Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced mesh erosion, pain and pain with intercourse some time after implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (B)(6) 2016 stated that the patient experienced erosion and nerve damage along with lymphedema, leg, hip and back pain and sciatica. The patient also reported weight gain, fatigue, anxiety and insomnia.